Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The manufacturing assessment concluded that there were no adverse events, reports or deviations that could affect the product. It was reported that the stapler was unable to fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bowed anvil and damaged tissue stop that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur if application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Another unreported condition was identified as damaged I-beam that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: 1. Select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. 2. Placement of tissue proximal to the tissue stops (on the loading unit) may result in stapler malfunction. Any tissue extending beyond the cut mark will not be transected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic radical surgery for colorectal cancer, when detaching the right hemicolon, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. A new handle and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p5a1118s) 030455, 030455 endo gia uni rot 45 3.5 dlu (lot # t3a020x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.